Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Not available.

Event description:
Preoperative diagnosis cervical disc disease. Patient experienced nonunion. It was reported through a (B)(4) study that on (B)(6) 2008, the patient underwent supplemental fixation. See mfg medwatch report no. 1526439-2013-22938 for the first slim loc device that was involved in this event.

Manufacturer narrative:
Investigation results: the product sample was not returned for evaluation as there was no mechanical malfunction of the device. As such the device was not explanted. A device history record (DHR) review could not be conducted as the lot number of the product was unknown. Without a product sample or a report of device failure, we are unable to confirm the reported issue or identify the root cause, and this complaint will be closed with no further action required. If the complaint product sample becomes available and the complaint can be attributed to it, the complaint file will be re-opened and product evaluated.